Event description:
Investigation found that the pump delivered out of +/-5% specification.

Manufacturer narrative:
Investigation found that the pump was serviced partially by a third party service. Volumetric accuracy was performed and failed out of specification (+/- 5%). The pump was calibrated to resolve the issue.